Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the minimally calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was resistance inserting the proglide device into the vessel but ultimately successful. When the plunger was deployed, an unusually loud click was heard. Next, the plunger was pulled and it was found that no sutures were present. The physician attempted to retract the device however, the device was stuck due to the foot not being completely retracted. Force was applied and the device came out causing tissue damage. The use of proglide devices and the pre-close technique were abandoned. The sheath was upsized to a 14f and the evar procedure was completed. Manual surgical suturing was used to achieve hemostasis and repair the tissue damage that occurred. There was report of a clinically significant delay. Due to the surgical intervention, the patient was hospitalized for an additional night. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The plunger was pulled, and it was found that no sutures were present. The physician attempted to retract the device however, the device was stuck due to the foot not being completely retracted. Force was applied and the device came out causing tissue damage. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided. In this case, the application of force as reported was circumstantial due to the difficulties encountered. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty inserting the device into the anatomy include, but not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. Factors that contribute to a needle to cuff miss, difficulty closing the foot and difficult to remove may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract, foot was not retracted prior to attempted removal from femoral vessel. The reported noise (unusually loud click was heard) could have been due to deployment of the plunger. However, this cannot be conclusively determined. The subsequent treatments appear to be related to procedure circumstance. The reported patient effect of tissue injury is a known inherent risk of the procedure and is listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report 201022-2022-0003 received that states "device malfunction during procedure. As a result, the right femoral artery was inured and required surgical repair".